Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 07/17/2017 to present date 01/05/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4) for display - other/ horizontal line, which correlates to the customer reported issue. This will be escalated to cad management for further investigation. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported a line in the display and a damaged front case. No patient involvement is noted.